Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon evaluation, the battery charger/modem was unable to charge the battery pack. The cause of the failure was isolated to a shorted pin on the u13 cmos microcontroller. The root cause for the shorted pin on the u13 component could not be positively identified. No adverse event resulted from the shorted u13 component. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) female patient's daughter contacted zoll customer support to report the patient's battery charger/modem was unable to charge the patient's battery packs. The patient received a replacement battery charger/modem.